Event description:
It was reported that during the procedure, after pre-dilating the lesion with an unspecified 2.0x12 balloon dilatation catheter, a 2.5x38 rx xience prime stent delivery system (sds) was advanced to a moderately calcified, 99% stenosed lesion in the moderately tortuous distal right coronary artery, with resistance felt and force applied, then the stent was deployed in the lesion. The sds was withdrawn from the anatomy without resistance, however, a proximal edge dissection was then noted post-deployment. The dissection was successfully treated via deployment of a 2.75x12 xience v stent. Reportedly, there were no other procedural issues, no adverse patient sequelae, and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - against resistance. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Dissection is listed in the IFU as a known adverse event of coronary interventional procedures. Based on the information reviewed, there is no indication of a product deficiency.